Manufacturer narrative:
(B)(4). Additional questions and answers: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5 minutes, action taken when event occurred? Replace with the new reload, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Investigation summary: the analysis results showed that one sr75 reload was received with the knife not completely within doghouse, 35 drivers up and the swing tab in the unlocked position. The knife was manually assisted and the reload was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. In addition to the reload being returned, a photograph was also provided. Upon visual inspection of a photos, the following was observed: the photo shows a black cartridge inside of its package from top view and the cartridge can be seen with the proximal 34 drivers up without staples, and the remaining drivers down with staples present. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device was used during a hepatic flexure tumour with proximal bowel obstruction and regional mesentric nodes, liver and right pleural metastases procedure. The incident happened when only half of the reload deployed during stapling time, half of it left in the reload. Case was completed with another reload. There was no report patient consequence.